Event description:
It was reported the device experienced an electrical reset. The patient had recently completed radiation therapy. The device was interrogated with the programmer to reload the software. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID 4592-45 implantable pacing lead, implanted: (B)(6) 2001; product ID 4092-52 implantable pacing lead, implanted: (B)(6) 2001; product ID 6984m adaptor, implanted: (B)(6) 2013; product ID 6984m adaptor, implanted: (B)(6) 2013. (B)(4).